Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received (B)(6) 2016. The sales rep has reported the revision surgery. Patient was revised to address elevated metal ion levels. There is no new information that would change the existing MDR decision. Updated cup/head and added sleeve/stem.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt. (B)(6). Transfer. Update received 05/17/2016. The sales rep has reported the revision surgery. Patient was revised to address elevated metal ion levels. There is no new information that would change the existing MDR decision. Updated cup/head and added sleeve/stem. Complaint was updated on 06/06/2016.